Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Error 23025 along yaw/ axis 1 occurred during power up. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a recoverable error 23025 occurred. The technical support engineer (tse) reviewed the system logs and confirmed error 23025 pointing to patient side manipulator (psm) 1. The customer power cycled with an emergency power off (epo) with no resolve. The customer proceeded with 3 usms. The procedure was completed with no reported injury.